Event description:
It was reported that a y-type blood/solution set tubing separated from the y site above the filter. This occurred when the nurse opened the tubing package and closed the clamps above the filter prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the blood filter chamber separated from the tubing and no solvent was present in the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.